Manufacturer narrative:
On (B)(6) 2017: pump logs were reviewed. Reportedly, there were no low blood glucose (bg) levels recorded in the logs. There were two basal rate adjustments, in the morning from 0.8 u/hr to 0.7 u/hr, and at night from 0.7 u/hr to 0.8 u/hr, as well as three bolus requests. There was no unusual basal rate adjustments or bolus requests. Complaint was unable to be confirmed; the pump logs do not indicate that the insulin pump caused or contributed to a low bg event. There is no evidence of a malfunction or failure of the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl). Customer consumed glucose to treat their bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.